Manufacturer narrative:
This report is submitted on february 23, 2021.

Event description:
Per the clinic, the patient experienced wound healing issues which was treated with oral antibiotics. The implant remains in-situ.